Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments are always inspected before use. The procedure was completed with the same instrument and the patient was not injured. The reported problem was identified in central processing (sterilization). The damage was identified before sterilization. The instruments are always checked for damage before reprocessing.

Manufacturer narrative:
The large suturecut needle driver instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The 8mm large suturecut needle driver instrument was further evaluated by advanced failure analysis engineering. The instrument was analyzed and found to have a grip cable frayed at the grip hub, as well as at the corner feature near the crimp on one side of the grip assembly. Some filaments/bundles of cables were frayed, but the cable is not fully broken and is not loose. The instrument has 5 remaining uses out of 15. There was no evidence of discoloration or corrosion/contamination on the cables to indicate any reprocessing induced issue. The components surrounding the frayed cable did not exhibit any sharp edges or damage that would have contributed to the frayed cable. A review of manufacturing history indicated no related non-conformances. It was observed that the location of the frayed cable at the grip hub aligned with when the grips were in the max yaw position. The location of the fraying suggests that the cable initially experienced some kind of damage while at the max yaw position that over time and use, resulted the cable fraying. For the fraying seen at the corner feature near the crimp, it is likely that the cable experienced friction from the corner feature near the crimp that resulted in the cable fraying over time and use. This friction may be caused by the cable slipping out of its track when the grips are at the max yaw position and then being pulled back when moved to the opposite yaw position. Max yaw position can only be achieved off the system, such as during reprocessing, as yaw position limited when in use on the system.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the wire of the large suturecut needle driver instrument was broken. There was no report of patient involvement.